Event description:
Per the medical records, the patient was reported to have a history of multiple back surgeries, lumbar radiculopathy, muscle weakness colonic ileus, moderate hydronephrosis of the right and left kidney, mild cardiomegaly and was paralyzed from the waist down. Per the implant records, the filter was indicated for hematemesis with extensive pulmonary emboli (pe). The right groin was prepped and draped in sterile fashion, and the right common femoral vein was accessed with a micropuncture kit. An inferior vena cava venogram was performed demonstrating no clot within the right common iliac vein or the ivc and clearly identifying the renal veins. An optease filter was successfully deployed in the infrarenal position. The patient tolerated the procedure well without immediate complications. Three days after the index procedure, a renal ultrasound was indicated as follow-up for bilateral hydronephrosis. The ultrasound revealed no hydronephrosis and a right renal cyst. Approximately eight months after implantation, a lumbar MRI reported extensive surgical changes of the spine in addition to a small cystic t2 within the distal cord at the t12-l1 level concerning focal area of myelomalacia and spondylitic changes with prominent bilateral foraminal narrowing. About a year and ten months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for ivc filter evaluation. The scan reported a "trapease" filter with the apex below the right renal vein ostium and centered within the inferior vena cava lumen. The inferior aspect of the filter contacts the right lateral inferior vena cava wall without evidence of penetration or evidence of strut perforation. Extensive surgical changes of the spine from t12 through l1 were again noted. According to the information received in the patient profile form (ppf), the patient reports becoming aware of filter tilting and embedment; further experienced depression, anxiety and chronic anger related to the filter and reports being on lifetime anticoagulant therapy.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, ivc filter seen tilted with the inferior aspect contacting the right lateral inferior wall of the ivc, device embedded in vessel or plaque and anxiety. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt, device embedded in vessel or plaque and anxiety¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported events. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease retrievable vena cava filter is indicated in the us for retrieval up to 23 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. According to the IFU, which is not intended as a mitigation of risk, ¿possible long-term complications associated with filter implantation include, but are not limited to, the following: filter movement or tilt.¿ ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Without images available for review, the reported tilt and adhesion to the vessel wall could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Due to no lot number being provided, a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, ivc filter seen tilted with the inferior aspect contacting the right lateral inferior wall of the ivc. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported events. According to the IFU, which is not intended as a mitigation of risk, ¿possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism.¿ ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Without images available for review, the reported tilt could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time. Due to no lot number being provided, a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: ivc filter seen tilted with the inferior aspect contacting the right lateral inferior wall of the ivc.